Event description:
It was reported that post implantation the patient's electrodes worked "ok". Subsequently, lead fracture was suspected and explantation surgery was scheduled. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information showed the lead fracture was discovered due to high impedances and lack of effect from the lead. It was stated the neurosurgeon could see that the lead was fractured, and the fracture occurred due to the surgeon either sewing through the lead when stitching up or it "fractured under the mini plate he used to secure" the lead during surgery. It was confirmed this securing mechanism was made by another manufacturer. The high impedances began "roughly two weeks" after the initial implant. The patient was scheduled to have the lead explanted. The patient's other lead was due to be examined at that time.

Manufacturer narrative:
Analysis of lead model# 3389-28 lot# 0205279799 showed no significant anomalies. The conductors were crushed 2.7 cm from the proximal end and 9.5 cm from the distal end of the lead. The outer insulation was also pinched 2.7 cm from the proximal end and the distal end of the lead was bent. The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
Lead: model 3389-28, lot# 0205279799, implanted: unk, explanted: unk; lead: model 3389, lot# unk, implanted: unk, explanted: unk.